Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint will is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal through defib electrodes. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.